Event description:
Medical records received. (B)(6) 2022: right primary total knee arthroplasty is performed with attune press-fit components. No intraoperative issues. Attune pressfit posterior stabilized femur size 6, attune pressfit rotating platform tibia size 5, anatomic patella size 35, and rp poly 5mm is implanted. Patella has adhered to depuy cement. (B)(6) 2022: the doctor reports a dog has jumped on the patient. Having pain over the medial joint line. The patient is given low-dose steroids and voltaren gel given. (B)(6) 2022: knee is stiff and painful (B)(6) 2022: the knee continues to be tender along the medial joint line. Images show a little bit of lucency in the medial and lateral aspects. The doctor states to proceed with joint injections to get the pain down. (B)(6) 2022: patient has pain when loading knee when getting up from the chair and walking up/down stairs. Xray images show a small amount of lucency on the lateral side (B)(6) 2023: patient has pain with walking. Gets intra-articular injection of depo-medrol and lidocaine. (B)(6) 2023: bone scan shows increased uptake along the tibial and femoral margins of the r tka. More uptake along the medial tibial plateau. (B)(6) 2023: patient states her knee hurts the more she is on it. Cannot do things she enjoys. Doctor plans for right tka revision. (B)(6) 2023: the doctor discusses bone scans that show concern for loosening on the medial side of the right tka. Pain over medial joint line. Plans for right knee revision though do not say specifically what will be revised or when the revision will take place.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. The initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient needs to speak with someone about product failure in her knee. Her dr told her to call us as he has to do surgery again.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: d2b. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 catalog corrected: d1, d2a. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.